Manufacturer narrative:
Continuation of d10: product ID 383069 (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2025; explant date (B)(6) 2025, product ID 5076-52 (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a cardiac resynchronization therapy (crt) system, the patient, who had underlying cardiomyopathy and cardiac fibrosis, experienced a prolonged operation. Upon initial placement high thresholds were noted and the left ventricular (lv) lead could not be placed. The lv lead was attempted to be repositioned and was noted to be repeatedly dislodged during sheath withdrawal. During repositioning the initial guidewire was damaged, necessitating replacement. During the procedure high atrial thresholds were observed and attributed to the patient's condition. Many repositioning attempts occurred and it was decided to abandon left ventricular pacing and modified bundle branch area pacing was performed. Pacing parameters were noted to still be unsatisfactory post multiple adjustments and the patient was unable to tolerate the prolonged operation time and it was requested to abandon the procedure. No patient complications have been reported as a result of this event.